Manufacturer narrative:
There was no debris or occlusion within the returned peritoneal catheter. There were no noted holes, tears, or other anomalies. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of MFR.

Event description:
It was reported that the catheter was occluded shortly after implantation.